Event description:
On (B)(6) 2012, customer reported to beckman coulter, inc (bec) that the top of a bd tube had popped off and blood spilled onto the rocker bed of the coulter lh 780 hematology analyzer (lh 780). Customer did not find any issue with the analyzer after troubleshooting with bec customer technical support via the telephone. Bec customer technical support instructed the customer to clean the area using a 50/50 solution and hemostat. Customer reported that they found the bd k2 edta 4.0 ml tube cap on the rocker bed and blood was spilled on the instrument. Customer reported that they did not observe the problem in real time. Customer reported that the lh 780 did not play a role in the event. Customer reported that the patient was redrawn. Customer reported that there was no other impact to the patient or patient treatment. There was no report of any adverse event or injury requiring medical intervention or patient treatment. To date, customer has not reported on any recurrence of blood spilled onto the rocker bed of the lh 780.

Manufacturer narrative:
(B)(4).